Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was in 150-300 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.